Manufacturer narrative:
Date of the event is estimated. During processing of this incident, attempts were made to obtain complete patient information.

Event description:
It was reported that high impedance issue was observed on the lead. Patient has effective therapy. A surgical intervention is anticipated in the near future. No additional information is available at this time.

Manufacturer narrative:
Date of the event is estimated. During processing of this incident, attempts were made to obtain complete patient information.

Event description:
It was reported that high impedance issue was observed on the lead. Patient has effective therapy. A surgical intervention is anticipated in the near future. No additional information is available at this time.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information revealed that patient underwent surgical intervention wherein the system was replaced to address the issue.